Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-paced t-wave oversensing on the ventricular channel was observed via remote transmission. The patient complained of fatigue. It was unknown whether this symptom was related to the device. Programming changes were made.